Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and the improper or incorrect procedure or method was associated with the user continuing to use the device despite identifying a problem of missing labelling on the device. Additionally, although the device was not returned, a photo was provided by the account that confirmed the reported missing labeling issue. It was noted that the top dc handle was missing the ¿open¿, ¿secure¿ and ¿grippers up¿ labeling and this issue appears to be related to a potential product issue. Therefore, exception (issue) 135908 was initiated for further investigation. Lastly, the reported difficult to flush also appears to be related to a potential product quality issue; therefore, exception (issue) 136179 is referenced. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative tricuspid regurgitation (tr) for a triclip procedure. During device preparation of both triclips, there was challenges de-airing the system per IFU instructions. Troubleshooting was preformed by moving the cds from a horizontal position to a vertical position and air was visualized running through the cds sleeve shaft. Then the cds handle was moved in the vertical position and translated a few times before no air was visualized. Additionally, it was identified that there was labeling missing from the top of one of the triclips (50806r1012). During the procedure, the triclips were successfully implanted. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.